Event description:
It was reported that, "simplex p bone cement was open and the liquid monomer packaging was damaged, nurse went to open it."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.